Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman double curve access system (was) and a 31 mm watchman flx pro laa closure device and delivery system (wds). The 31 mm wds was prepared, advanced, and deployed. However, the first deployment appeared distally compressed, so the physician partially recaptured the device and attempted a second deployment. During this time, the anesthesiologist informed the physician that the patient's blood pressure was dropping. A transesophageal echocardiography (tee) was performed to check for an effusion, which was confirmed. It was noted that the end of the device had perforated the back wall of the appendage. To manage the effusion, a pericardiocentesis was performed. A cardiothoracic (CT) surgeon was called in and performed surgery to close off the appendage using an atriclip. The patient fully recovered from this event.

Manufacturer narrative:
H6: patient code e0605 added per surpass data.

Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds). The 31mm wds was prepared, advanced, and deployed. However, the first deployment appeared distally compressed, so the physician partially recaptured the device and attempted a second deployment. During this time, the anesthesiologist informed the physician that the patient's blood pressure was dropping. A transesophageal echocardiography (tee) was performed to check for an effusion, which was confirmed. It was noted that the end of the device had perforated the back wall of the appendage. To manage the effusion, a pericardiocentesis was performed. A cardiothoracic (CT) surgeon was called in and performed surgery to close off the appendage using an atriclip. The patient fully recovered from this event. It was further reported that cardiac tamponade occurred.